Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Phone number: (B)(6). Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on (B)(6) 2026. During the procedure, the balloon did not deflate as expected. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.